Event description:
This x-ray system shutdown while the pt was being prepared for the procedure.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results (other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.